Manufacturer narrative:
The reported field event a pacing problem was not confirmed in the laboratory. The device was received operating in elective replacement indicator (eri) mode. Analysis performed at nominal settings did not find any anomaliesl. Longevity assessment was performed and the device was found to meet its projected longevity. Visual examination noted burn marks on the device can from exposure to electrosurgical cautery which the user manual indicates can inhibit pulse generator operation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during a generator exchange procedure, the pacemaker stopped pacing indefinitely after being exposed to electrocautery. The patient had a temporary back-up wire and the generator was replaced. The patient was stable after the procedure.